Event description:
A pt reported experiencing inaccurate erratic results with an otp meter. The pt's blood glucose results were 95mg/dl, 197mg/dl, 117mg/dl. Tests were done within <10 mins with a difference of 44%. Pt did not experience any adverse events. No further info has been reported.